Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was heavy corrosion. Service will replace all parts, repair, and return the device to the customer.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was completed. There were no adverse consequences reported as a result of this event.